Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6. -2.25 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens was explanted on (B)(6) 2023 due to pigment dispersion and prolonged post-op anterior uveitis. Problem not resolved. Cause of event unknown. Reportedly, anterior chamber activities persist and patient is under gutt pred forte 1%, gutt vigamox, gutt irmocomod, gutt glanatec.

Manufacturer narrative:
A4 - unk; a5 - unk; a6 - unk; h6 - health effect clinical code 4581: pigment dispersion. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage with foreign material on the lens surface, specifically residue throughout the lens. Claim#: (B)(4).

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found (fellow eye (os). Claim # (B)(4).